Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. After receiving instructions from technical support, the customer stated that the pump charged to 100% and the issue was resolved. The pump was confirmed to be functioning as intended, and the case was closed.